Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty attaching the luer connector of a pre-filled pumpcart to the ilet and ultimately connected it with assistance and tools at home. Symptoms included no reported adverse clinical effects and no changes in blood glucose. Outcomes included no need for medical intervention and no interruption to therapy. Investigation included complaint intake with troubleshooting and user education by customer care. Investigation of this case revealed the device was operating, connection was achieved, and no alerts or alarms occurred. It was concluded that the event was related to user difficulty with the luer connection without evidence of device malfunction.